Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on case. The device was able to be interrogated and a memory review noted high voltage system faults, which were dated after implant. The device was then tested through the returned products test (rpt), and the device failed to charge and deliver a full energy shock. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. Upon further examination, the right ventricular (rv) lead was found to be fractured. Consequently, the patient underwent revision surgery during which both the ICD and rv lead were explanted and replaced. Additionally, the right atrial (ra) lead was explanted due to normal therapy upgrade. No additional adverse patient effects were reported. This ICD has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. Upon further examination, the right ventricular (rv) lead was found to be fractured. Consequently, the patient underwent revision surgery during which both the ICD and rv lead were explanted and replaced. Additionally, the right atrial (ra) lead was explanted due to normal therapy upgrade. No additional adverse patient effects were reported. This ICD system has not been returned for analysis.